Event description:
It was reported that patient has a gmrs distal femur. Something in the patient broke and being admitted to (B)(6) tonight. Exploratory surgery scheduled (B)(6). Will find out more then.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown distal femur. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient has a gmrs distal femur. Something in the patient broke and being admitted to (B)(6) tonight. Exploratory surgery scheduled (B)(6). Will find out more then. Additional event description provided by sales rep after patient¿s revision surgery: it was reported that, the stem fractured and the distal piece was loose and easily removed. Attempts were made to remove the proximal stem were unsuccessful. The proximal femur and stem were dissected out in one piece and reconstructed into a total femur. Patient gained 40 lbs after (B)(6) 2007 surgery.

Manufacturer narrative:
It is reported that the gmrs extension piece in this investigation has been retained and remains in the patient. Medical review did not provide any indication that the reported subject device contributed to the stem fracture. There is no allegation that the subject device contributed to the reported event. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.